Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Returned for evaluation is an assembled 4 fr groshong catheter. During functional testing, a leak was observed emanating from the 35 cm depth marker. The leak site is <0.2 inches in length. The slit edges are sharp. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape and revealing granular walls, the depth of the edge walls is uniform throughout the circumference of the slit. At this time, the mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
It was reported that "patient was experiencing pain during flushing. PICC line was removed and small leak was detected 3 - 4 cm from hub whilst flushing post removal. This leak was not detected insitu or under ultrasound examination prior to removal.